Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported compliant was not confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report it was stated the yellow scanner is being used. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.5x8 mm trek balloon dilatation catheter is expired but when the barcode is scanned, the information does not show the device is expired. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.